Manufacturer narrative:
Update to sections for additional patient information: a2 - age at time of event. A3a - sex. A2 - age units (patient). B5 - describe event or problem. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The search for similar complaints for lot 61277be00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any related trend regarding commonalities for lot number 61277be00 and issue. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 61277be00. In-house testing of a retained reagent kit of the complaint lot 61277be00 was performed. All controls met specifications and no false non- reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent lot number 61277be00 was identified.

Event description:
The customer observed a false non-reactive alinity I anti-hcv for one patient. The following results were provided: initial anti-hcv result= non-reactive; historical roche result= reactive; hcv rna quantitative result= not detected. Update: additional patient data was added on 29aug2024. The hcv core ag result was non-reactive (< 3.00 fmol/l), reference range < 3.00 fmol/l the following information was added : patient was an 82-year-old male. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product list 08p06, that has a similar us product distributed in the us, list 08p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false non-reactive alinity I anti-hcv for one patient. The following results were provided: initial anti-hcv result= non-reactive; historical roche result= reactive; hcv rna quantitative result= not detected. Update: additional patient data was added on 29aug2024. The hcv core ag result was non-reactive (< 3.00 fmol/l), reference range < 3.00 fmol/l there was no impact to patient management reported.